Event description:
Per the clinic, the patient experienced wound dehiscence and extrusion of receiver/stimulator (specific date not reported). The patient was hospitalized and treated with IV antibiotics and was subsequently discharged on oral antibiotics (specific date and duration not reported). The device was explanted on (B)(6) 2025, and there are no plans to reimplant the patient with a new device as of the date of this report.

Manufacturer narrative:
It was also reported that the patient experienced a bacterial infection at the implant site.

Manufacturer narrative:
Device analysis report attached.